Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the flapper valve was broken. The obturator was received. The balloon and valve doors appeared intact. The insufflation bulb was received. Functional testing could not be performed due to the broken flapper valve. The valve is there to prevent the air from escaping. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, the device would not inflate during trocar positioning. Another device was used to complete the case. There was no patient injury.